Manufacturer narrative:
Device was used for treatment, not diagnosis. Ethnicity/race not reported . UDI: (B)(4). Upc = (B)(4). Lot number = (10)0757b. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: celebrex, 200 mg/3x weekly, has been taking for 25 years to treat arthritis. Synthroid, 100 micrograms, has been taking for 30 years to treat thyroid. Vitamin d, 50000 ICU/1x weekly, has been taking for 5 years to treat calcium supplement. (B)(4). Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) year old female consumer reported that she used one tough strip waterproof band aid, 3 inch by 1 inch, for a cut on my forearm for 3 days and it took off layers of skin when removing it in the shower. The consumer reported that she was bleeding and in pain from the incident. The consumer visited the emergency room on (B)(6) 2018 the date the event occurred. The consumer also has visited a wound care specialist multiple times during (B)(6) to (B)(6) 2018.